Event description:
Irvine scientific received a maude event report (foi) from the FDA for a user facility that reported the event under the voluntary report no. Mw5031305. The event reported that upon the thaw for embryo transfer, the cryopreservation loop failed causing a loss of embryos. The embryos were unable to be recovered and the embryo transfer was canceled.

Manufacturer narrative:
The lot number provided in the report, 90133050120301, does not correspond with a lot number that irvine scientific manufactured for this product. However, from the nomenclature of the lot number which includes the catalog #, year, month and lot number produced, we determined that they were referring to 90133-dso120301, which is a lot number for this product.